Manufacturer narrative:
Visual inspection revealed lead was cut approximately 18 inches from the proximal ends of both lead bodies. The cut damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. Visual inspection also revealed electrodes # 8, 14, 15 and 16 are partially dislodged from the paddle end. The root cause of the dislodged electrodes is unknown.

Event description:
A report was received that the patient had a lead revision, during which, it was discovered that there were four contacts that had fallen off from the lead which was noticed by the physician upon opening the midline incision site. The physician believed that all contacts were removed from the patient's body. The patient was doing well following the procedure.

Event description:
A report was received that the patient had a lead revision, during which, it was discovered that there were four contacts that had fallen off from the lead which was noticed by the physician upon opening the midline incision site. The physician believed that all contacts were removed from the patient's body. The patient was doing well following the procedure.